Manufacturer narrative:
The lot number for the malfunction is unknown, therefore the manufacturing review could not be conducted. The device has not been returned for evaluation; therefore, the investigation is inconclusive for migration, malposition of device, and patient-device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown meridian vena cava allegedly experienced migration, malposition of device, patient device interaction problem. This information was received from a single source. The malfunction involved a patient with no reported consequences. The patient was reported as male whose weight and age were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800j vena cava filter allegedly experienced migration, malposition of device and perforation. This information was received from a single source. The malfunction involved a patient with no reported consequences. The 60 year male patient weight was not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation, however medical records and images were provided and reviewed. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. However, the investigation is inconclusive for filter migration.based on the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.